Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there were issues with occlusion during a surgical procedure. The handpiece tip was replaced and the procedure was completed. Patient impact is not known.

Manufacturer narrative:
No phaco tip was returned for evaluation for the report of occlusion; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4)